Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A110201: unable to take spin a13: spin did not transfer h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that during the case the imaging system was unable to take a spin. The site tried using both the handswitch and the footswitch. The site rebooted and was able to take a spin but it did not transfer over to the navigation system. After another reboot and respin the system functioned as intended. There was no impact on the patient outcome. The length of surgical delay was pending.